Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm, 33cm peek monopolar handle 33cm, it could not be confirmed that the tip was missing from the device. The tip of the device was completely intact. In addition, there were dings and scratches noticed throughout the shaft of the device. Also noticed, was a deep gash in the insulation at the distal end of the device. The 5mm, 33cm peek monopolar handle 33cm passed the insulscan test. The probable root cause/s could be user mishandling or normal wear, due to dents, scratches and a deep scratch being noticed throughout the shaft of the device. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip came off.